Event description:
Intuitive endowrist mega suturecut needle driver was inserted into the patient via a trocar, surgeon stated that the device would not cut the suture at all. I looked up how many lives were left on the device and the da vinci tower showed 9/15 lives remaining. The device was removed from the patient, and a laparoscopic scissor was inserted to cut the suture inside the patient.